Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-03213. It was reported that the patient was experiencing ineffective therapy. Patient denied having any falls or trauma. As a result the patient underwent surgical intervention to have their scs system explanted. Note: this patient has two scs systems. The system explanted on (B)(6) 2013 was also explanted due to ineffective therapy ( reference MFR: 1627487-2017-03211).